Event description:
Healthcare professional reported, left side textured to smooth implant exchange. And rupture. Confirmed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device photos are available. Device not returned. Device photo analysis: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, textured to smooth implant exchange and rupture. This is for the left side. The device remains implanted.

Event description:
Healthcare professional reported textured to smooth implant exchange and rupture. This is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, textured to smooth implant exchange and rupture. This is for the left side. The device has been explanted and replaced.